Manufacturer narrative:
Based on indication that a second surgery was required to remove the drill bit, it was determined that this occurrence is reportable.

Event description:
The doctor used the microaire drill bit on a patient. The drill bit broke off causing a pneumothorax. The patient returned to surgery the next day and the drill bit segment was removed. The patient recovered without complications.